Event description:
The event of rupture will conservatively be reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "allergan implants are defective". Later healthcare professional reported "chest pain" and "deformation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of rupture is no longer reportable and has been removed as the device was found to be intact.

Event description:
Healthcare professional reported "allergan implants are defective". Later healthcare professional reported "chest pain" and "deformation". Later healthcare professional reported "you don't need to collect the devices as these are intact". This record is for the left side. Device was explanted. The event of rupture is no longer reportable has been removed as the device was found to be intact.